Manufacturer narrative:
A ge service representative performed an onsite investigation. The ground pin on the interconnect cable was repaired. The system was then found to be operating as intended.

Event description:
The field engineer reported several communication error messages in the log files. This error message will likely cause the system to shut down, lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.